Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report (B)(4) received. Off-set orientation of liner and stem components - right hip. Pt. Was taken to recovery where a post op x-ray was taken then returned to operating room for removal post discovery.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other malpositioned related incident(s) against the provided product/lot combination since release for distribution. The altrx liner reported is designed to be inserted within a depuy acetabular cup. At this time it is unknown if the stem, or any other device implanted in this patient was depuy or competitor product. No other depuy device has been identified by this reporter. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.